Event description:
(B)(4). I was implanted with a medical device implant called essure in (B)(6) 2009. This medical device implant is now manufactured by (B)(4), formally by (B)(4). The device has a three year shelf life, however I do not have that expiration date. The onset of my complaints stated on (B)(6) 2010. This is a list of my side effects and symptoms that I have experienced due to essure: menorrhagia, migraines, abdominal pain, abdominal cramping, gallbladder issues, 50 lb. Weight gain, hair loss, dry eyes, dry skin, skin rashes, fatigue, joint pain, joint swelling, fever, tachycardia, adrenaline spikes, mood swings, anger, anxiety/depression, dizziness, brain fog/forgetfulness, lack of focus, muscle pain/weakness, body chills, sweating/hot flashes, anemia and low ferratin saturation, insomnia, low back pain, bleeding between periods, bacterial vaginosis, positive ana, and high blood pressure. I have been seen by eight doctors. I had the following surgeries due to essure: uterine ablation, cholecystectomy, and a hysterectomy. I have had to have two endoscopies and colonoscopies-2013 and 2016. The essure implants were removed on (B)(6) 2017. The device was removed and sent with anatomy for pathology review. Insurance paid for the essure implant in 2009.